Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and endoleak. Device UDI lot/serial: (B)(4), UDI: (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. A trunk-ipsilateral leg component was advanced from the left side and deployed. A contralateral leg component was then implanted on the right side, followed by an iliac extender component (pxl161407j/15776289) being deployed in the left side for distal extension of the ipsilateral leg. Intra-procedure imaging revealed proximal movement of the iliac extender component (distance of movement was unknown) as well as bilateral distal type I endoleaks so that additional ballooning was performed. The endoleaks remained, and the procedure was concluded with a wait-and-watch approach taken to the endoleaks. Later, a computed tomography (CT) revealed that distal type I endoleaks still remained. On (B)(6) 2017, a reintervention was performed whereby an iliac extender component was implanted for distal extension to the left external iliac artery. The left internal iliac artery was intentionally coil-embolized. The right-side distal type I endoleak, on the other hand, was monitored as the physician concerned about the intentional coverage of the bilateral internal iliac arteries leading to bowel ischemia and necrosis. Final angiography revealed that the left-side distal type I endoleak was resolved, and the patient tolerated the procedure.